Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 51 mg/dl was recorded by continuous glucose monitor (cgm) data on (B)(6)/2018 at approximately 1:30am. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. The basal rate was adjusted to 0.0 units/hour by the patient¿s personal profile setting at 10:00pm on 09/12/2018 and was not was not resumed until approximately 7:00am on (B)(6)2018. The last bolus delivered by the user prior to the low bg value was at 7:19 pm on (B)(6)/2018 of 1.89 units. The patient had insulin on board (iob) until 1:00am the following morning. It is possible the user overcorrected via bolus. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (50 mg/dl). The cause for low bg level was unknown. Tandem technical support reviewed pump data and pump was functioning as intended. Customer addressed low bg levels with juice.